Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was in intensive care unit due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 282 mg/dl. The customer¿s blood glucose level at time of incident was 506 mg/dl, the current blood glucose level was 299 mg/dl, 139 mg/dl, 369 mg/dl, 382 mg/dl, 388 mg/dl, 410 mg/dl, 428 mg/dl and 414 mg/dl. The customer was treated with insulin drip and injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. Customer reports the infusion set cannula was bent. Troubleshooting was assisted. The insulin pump will not be returned for analysis.